Event description:
The customer reported that the system was intermittently not saving pt images. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.